Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. This lead was also noted to have exhibited loss of capture and intermittent sensing. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).